Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5: (B)(6), 02-022-44-4510 - truliant tib imp psc insert sz 4.5, 10mm: (B)(6), 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient is experiencing stiffness in the right knee. As a result, approximately 4 months after initial replacement, the patient underwent a closed manipulation under anesthesia and fluoroscopic evaluation of right knee. Inflammation with pain and stiffness. No further impact to the patient was reported. No other information is available.